Manufacturer narrative:
(B)(4). The customer reported the catheter was broken. The customer returned one empty kit with an epidural catheter. The returned sample was visually examined with and without magnification. Visual examination of the returned catheter revealed the catheter appears used. Biological material can be seen between the inner coils. No other defects or anomalies were observed. The customer also provided a photo that appears to show an epidural catheter. A dimensional inspection was performed on the returned epidural catheter. The outer diameter (od) of the returned catheter measured 1.04mm which is within the specification of a maximum of 1.115mm per graphic. Also, using a ruler the returned catheter measured ap proximately 90.6cm, is within specification of 88.5-91.5cm per graphic. A functional test was performed by attempting to thread the returned catheter through a lab inventory epidural needle. The catheter was threaded at the distal end and would thread through the epidural needle with no resistance met. A drag test was performed using the returned catheter, a lab inventory needle, and a weight. The returned catheter could thread through the lab inventory needle with no resistance met. The returned catheter and lab inventory needle passed the drag test. A device history record review was performed on the epidural catheter with no relevant findings. A corrective action is not required at this time as there were no issues found with the returned sample. The reported complaint of the catheter was broken could not be confirmed based on the sample received. Visual examination did not reveal any defects or anomalies other than the catheter appeared used. The returned catheter met dimensional specifications and the catheter could be threaded through a lab inventory needle with no resistance met. The returned catheter also passed a functional drag test. A device history record review was performed on the epidural catheter with no relevant findings. Therefore, based on the condition of the sample received, there were no issues found with the returned sample. No further action is required at this time.

Event description:
It was reported that: "anesthesiologist was not able to pass the catheter through the epidural needle. She removed the catheter and noticed the wire reinforced small spring inside was broken into pieces inside the catheter. No patient injury occurred. Catheter was removed and a competitive catheter was successfully placed." There was no patient harm or consequence. Associated complaints .9680794-2024-01258, 9680794-2024-01259.